Event description:
Add'l info rec'd from MFR 10/17/2001: the model numbers of the devices listed in the voluntary report are 7275 and 5076. It was reported to medtronic that use of the model 7275 was discontinued due to increased impedances and noise on the ventricular lead. The model 5076 atrial lead was replaced due to dislodgement. Both the model 7275 and 5076 were returned for analysis and tested within specification. Eval of this ICD and lead show that they both operated within specification. It should be noted that the ventricular lead, model 6945 is still in use. Medtronic received info about the event described in the report on 6/5/2001. The implant duration for both devices was approx 2 months. The life expectancy for the ICD model 7275 is as follows: conditions: 60 ppm pacing rate, 3.0 v pacing pulse amplitude, 0.4 ms pacing pulse width, 510 ohm pacing load. Pacing/sensing, 100% sensing, 30 joule charging frequency, quarterly. Estimated longevity respectively, 6.3 years, pacing/sensing, 15% pacing, 30 joule charging frequency, quarterly, estimated longevity respectively, 5.8 years, pacing/sensing, 100% pacing, 30 joule charging frequency, quarterly, estimated longevity respectively, 4.2 years. The following factors result in decreased longevit: an increase in pacing rate, pacing amplitude or pulse width, the ratio of bradycardia paced to sensed events, or the charging frequency. A decrese in pacing impedance, or using the pre-onset egm storage feature of holter telemetry. The lead does not have a life expectancy; however, medtronic has established a survival goal for the model 5076 lead. The lead shall have a cumulative survival probability of 95% minimum after five years based on the chronic lead study (cls). Lead performance is monitored by the chronic lead study (cls) and reported to physicians via the medtronic product performance report. The bradycardia cls enrolls pts with study devices at twenty-seven (27) study facilities and monitors the device performance during the life of the device. The cls is the primary method of monitoring field performance.

Event description:
Rptr had an aicd for 16 years prior to total system replacement in 2001 with medtronic system. 1 week post-implant, pt not feeling well, not up to par; went to dr, who increased the rate of the pt's pacemaker. Interrogation was ok and pt felt a little better with rate increase. During the pt's routine post-op follow-up check-up 2 months later, interrogation revealed a lot of noise. The defibrillator was not responding, suspected loose screw. ICD failure suspected also. Also suspect lead failure. The next day, the ICD and pacer lead were replaced. The ICD lead remained implanted. The replacement unit was another model 7275. Contacted medtronic, the ICD is not under recall.